Manufacturer narrative:
Per additional information found during the device evaluation, the reported event was found to be exempt from reporting, per exemption e1998006.

Event description:
It was reported that, on the day of placement, there was leakage observed from the catheter. The facility could not confirm if it was water or urine that leaked out of the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that, on the day of placement, there was leakage observed from the catheter. The facility could not confirm if it was water or urine that leaked out of the catheter.